Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. The top and bottom cases were damaged. There was a motor rate error in history. Customer stated problem was verified during occlusion tests. Worm gear and worm coupling were worn out from normal use. Pump is over 12 years old. Replaced worm coupling and gear and that cleared up the problem. The root cause was found to be normal wear. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. (UDI) is unknown. No information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury reported.